Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 385 cc gel breast prosthesis, cat. #3507385mc, serial (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with mentor memorygel breast implant 385 cc gel breast prostheses. Both devices were reported to be defective. As a result, the patient underwent bilateral explanation on an unspecified date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 04/13/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).